Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the atrial lead exhibited noise. The physician attributed the noise as the cause of patient discomfort and inappropriate automated mode switches. The implantable cardioverter defibrillator was reprogrammed, and the lead remained implanted.